Manufacturer narrative:
Qn#(B)(4). The lot number of the returned sample is unknown. Returned for investigation was a 5fr. Bi-polar pacing catheter from the 5fr pacing/psi kit without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Returned with the sample was a 6fr percutaneous sheath introducer (psi) sheath. Upon return, the supplied control stroke syringe was connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned syringe. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. No condensation was noted in the inflation lumen. Under microscopic inspection, the balloon appeared typical. The cath-guard including the touhy-borst adaptor was noted on the returned catheter; some liquid fluid was noted within the cathguard. The touhy-borst adaptor was noted dissembled upon receipt. The touhy-borst was reassembled without any issue. The distal and proximal electrode appeared typical. The distal and proximal electrode extension leads appeared typical. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the interior surfaces of the returned catheter. No visual damage noted to the returned catheter. The returned 6fr percutaneous sheath introducer (psi) sheath was visually inspected. The sheath hub and tip appeared typical. Under microscopic inspection, no visual damage or abnormalities were noted to the sheath hub or to the visible portion of the sheath seal. Dried blood was noted on the exterior and interior surfaces of the returned sample. Liquid blood was noted within the interior surfaces of the sheath extrusion and within the sheath sidearm. No visual damage or abnormalities were noted to the returned sheath. The customer submitted video was reviewed. The video shows a clear liquid in the cathguard. The returned 6fr psi sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath or the sheath sidearm. The returned catheter was inserted through the returned psi sheath. The catheter and sheath were then inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were noted. No other functional tests were performed to the returned sample due to the reported complaint being related to the sheath leaking. No lot number was reported; therefore, a device his-tory record (DHR) review was unable to be completed. If any lot number information is available at a later date, the complaint will be updated accordingly. The reported complaint for "saline backing up into the sterile sheath" is confirmed based on the attached video. In the video, a clear liquid was noted in the cath-guard, indicating a leak from the psi sheath. However, the returned sample passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "infused normal saline backing up into the sterile sheath". No patient injury or consequence reported. The patient's current condition is reported as "unknown". It is also unknown if the catheter was replaced.

Event description:
It was reported "infused normal saline backing up into the sterile sheath". No patient injury or consequence reported. The patient's current condition is reported as "unknown". It is also unknown if the catheter was replaced.

Manufacturer narrative:
(B)(4).